Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display of the insulin pump was blank and a battery out limit was being returned. Customer reported that the contacts on the insulin pump's battery cap were damaged. Customer will call back if display does not return once they receive a replacement battery cap. Blood glucose level was 205 mg/dl at the time of the call. No further information was provided.